Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-33929. Related manufacturer reference number: 2017865-2021-33930. It was reported that the patient presented to the electrophysiology lab for explant of the pulse generator, right atrial (ra) lead, and right ventricular (rv) lead due to erosion through the skin. The pulse generator, ra lead, and rv lead were explanted. There were no adverse consequences prior, during, or post-procedure. The patient was in stable condition.

Manufacturer narrative:
Correction h6 code for pocket erosion.